Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and sensor issues. The customer's blood glucose level at the time of incident was over 500mg/dl. The customer's most current level was 303mg/dl. The customer declined to conduct troubleshoot. The customer states they were having issues with bent cannulas.